Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged discrepant results with the inratio meter compared to the lab for one pt. Results as follow: date: unk, inratio: (7.5), lab: 3.2. Lab venipuncture. Customer did not use the first drop of blood. Customer used improper capillary tube; customer is using heparin lined ldx cap-tubes. No pt information was provided.